Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified wear abrasion, one opening curved, total delamination orientation dot, flat creases and yellow particles was found on the gel. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening striated and total delamination orientation dot. Based on the device analysis the final assessment is: - one opening striated in the side anterior assessed as surgical damage. - total delamination of orientation dot assessed as adhesive failure. -creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported "right-side exchange from textured to smooth implants due to the patients concerns with the product". Healthcare professional later reported a right side rupture and "any creases". Device has been explanted.